Event description:
A pt reported experiencing inaccurate high results with an otb meter. The pt's blood glucose result was 194mg/dl. Tests were done within 21-30 mins with a difference of greater than 20%, per reported issue notes. Pt did not experience any adverse events. No further info has been reported.